Event description:
New information received notes that ra lead noise was over-sensed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via (B)(6) transmission, atrial lead noise was observed. The atrial lead was capped and replaced on (B)(6) 2021. The patient¿s condition was stable.